Event description:
The patient complained of abdominal pain while an inpatient the evening of the procedure (B)(6). A gastroscopy revealed a perforation around the staple line on the right side, which was then clipped. The following morning (B)(6), a physical exam concluded peritoneal irritation. The patient was subsequently taken to surgery where the perforation was closed and a dor-thal fundoplication was performed. The patient recovered without further sequelae and was discharged. MFR ref# 30044446842015-00001.